Event description:
It was reported that the customer experienced a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer in carrying out the reset, and advised the customer to continue using the pump, with instructions to call back if the malfunction recurs. The customer understood and acknowledged the guidance.